Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the lancet holder was damaged on her onetouch lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual management routine. At an unspecified time after, the patient claimed she felt symptoms of ¿high blood sugar.¿ symptoms were not specified. The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient claimed she developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.